Manufacturer narrative:
(B)(4): cartridge size. The analysis results showed that one ec60a device was returned with the closure trigger broken and with a 45 mm reload. The reload was noted to be unfired. No functional test was performed due to the condition of the device. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the apex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device did not work. No other details of the event are available. No patient consequence reported.